Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead failed to convert a defibrillation threshold test (dft). The rv lead was left implanted, but the physician explanted and replaced it a few days later as it was determined it was suboptimal for converting ventricular tachycardia rhythms. There were no consequences to the patient and the patient was stable throughout the procedure.